Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was capped and replaced on (B)(6) 2019 after having become dislodged. No further information is available at this time.

Event description:
New information received notes that the lead dislodgement was identified during a separate unrelated ablation procedure. During the procedure to revise the lead, the helix would not extend, so the physician elected to cap and replace it. The dislodgement did not contribute to any other issues. The patient was stable before, during, and after the procedure.